Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the air and water nozzles were clogged with foreign matter, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii gastrointestinal videoscope has a defect in the air water channel. During a standard service inspection of the customer returned device, air/water nozzle was clogged with foreign material. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, air/water nozzle was clogged with foreign material. In addition, light guide lens foreign objects, air/water discoloration, suction cylinder discoloration, connecting tube cut, plug unit damage, grip shaved, right/left knob discoloration, and universal cord coating peeling were noted. Lastly, cracks and cut were noted on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.